Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure using the subject device at the user facility, the scope communication error b30 was displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon was duplicated, and also found that there was a corrosion on the front panel near the video connector socket and the output socket.